Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with severe tortuosity in the distal left circumflex (lcx). Pre-intravascular ultrasound (ivus) was completed without any problems. A stent was implanted without post-dilatation. Post-ivus was performed and upon withdrawal, the ivus catheter became stuck on the stent. The physician pulled the ivus catheter forcibly and it was successfully removed. Then the stent was post-dilated with a balloon catheter. A second stent was implanted in the proximal portion of the first stent. Post-ivus was performed by another catheter and the procedure was completed. The patient is reported to be in "good" condition.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications. The catheter was not returned for analysis as it was disposed by the facility; therefore, product inspection could not be performed. The manufacturing process for this device includes testing and inspections to ensure each product meets all material assembly and performance specifications prior to release. The atlantis sr pro2 product labels contain dimensions of the catheter tip as well as the following warnings in the dfu: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment." Based on current controls during manufacturing process in order to assure integrity, label review, the event description and the anatomical and procedural factors encountered during the procedure, the cause of the catheter becoming stuck on the stent is being classified as operational context. The manufacturer will continue to monitor complaint trends for this product.